Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on one sample on (B)(6) 2013 and two samples on (B)(6) 2013. Of the three, it was determined that one sample had erroneous na results that were reported outside of the laboratory. The customer indicated that the sample from (B)(6) 2013 and one sample from (B)(6) 2013 came from the same clinic and may have been drawn by the same person. The customer did not have to troubleshoot any problems on (B)(6) 2013 and (B)(6) 2013. They did not check the samples for clots. The sample from (B)(6) 2013 had an initial na result of 171 mmol/l. This result was called to the physician, who questioned the result. The sample was repeated on another cobas 6000 c501 instrument and generated a repeat result of 139 mmol/l. The sample was repeated again on this instrument and generated a repeat result of 140 mmol/l. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot number and expiration date of the na electrode were requested, but the customer was unable to provide this information. On (B)(4) 2013, the field service representative (fsr) found a fluidics failure due to a clogged sipper nozzle. He cleaned and flushed the sipper nozzle and checked all hardware and fluidics for proper functionality. The customer performed calibration and qc, which all passed without errors. The fsr performed a precision check and multiple ise checks, all of which were in specification. The customer called back after the service visit and complained of continuing issues with discrepant results. The fsr returned on (B)(4) 2013 and found a clogged valve in the ise path. He cleaned the valve, checked all fluidics and mechanical adjustments. He performed a precision run. The customer performed calibration and qc, which all passed.